Manufacturer narrative:
The unknown 45 x 18mm offset humeral head was also listed in this report. At this time, it cannot be determined which, if any of the listed devices may have caused or contributed to the reported revision. An evaluation of the device cannot be performed as the device(s) was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision."